Manufacturer narrative:
Additional information was received indicated that the patient was reportedly doing fine after the ipg revision. A returned product analysis indicated that the complaint of the inability to charge and communicate with the ipg has been confirmed. The charge current profile revealed that the battery voltage dropped when the charge current was at maximum level. Voltage should increase when charge current is at maximum. Internal visual inspection revealed the lead of the charging coil l1 underneath the battery was too long and shorting to the case of the battery, which is a direct connection to the positive terminal of the battery. This resulted in a higher than normal battery depletion rate and the inability to communicate with the ipg.

Event description:
A report was received that the patient was experiencing communication difficulties between her ipg and remote control after undergoing a non device related procedure. Multiple troubleshooting attempts were made to regain proper communication but were not successful. The physician has recommended the patient's ipg be replaced.

Event description:
A report was received that the patient was experiencing communication difficulties between her ipg and remote control after undergoing a non device related procedure. Multiple troubleshooting attempts were made to regain proper communication but were not successful. The physician has recommended the patient's ipg be replaced.